Event description:
Frequent severe hyperglycemia [hyperglycemia], needle bent [needle issue], pt has been tampering with his insulin, insulin had been denatured somehow [product tampering]. Case description: does the incident represent a serious public health threat: no. This serious spontaneous case reported by an endocrinologist from (B)(6), concerns a (B)(6) male pt with type 1 diabetes mellitus, who was treated with novorapid penfill (fast-acting insulin aspart) and levemir penfill (insulin detemir) from 2010 and ongoing and novofine 31g (needle) from unk dates. The pt experienced "frequent severe hyperglycemia" beginning on (B)(6) 2013; and "physician suspects that pt has been tampering with his insulin, insulin had been denatured somehow" and "needle bent" on an unk date. Pt's height: not reported. Medical history includes type 1 diabetes mellitus since 2010. The pt had no underlying illness. The pt overall, had good blood glucose control and was well educated regarding glucose mgmt, but experienced frequent severe hyperglycemia. The pt was being treated with novorapid and levemir since he was diagnosed with type 1 diabetes mellitus three years ago. The physician suspected that the pt has been tempering with his insulin penfill cartridges in order to gain admission to hospital. The pt was admitted for hyperglycemia 13-14 times, this was his 6th admission in the past 6 months. At the time of report, the pt was hospitalized and was admitted 01:30 am, on (B)(6) 2013. The pt was experiencing hyperglycemia during the preceding evening ((B)(6) 2013) and did not respond to subcutaneous novorapid. On admission to hosp, staff administered 20 units of novorapid twice from the cartridge pt was using. The pt's blood glucose levels did not fall. Overnight the pt was given an insulin infusion, and blood glucose levels returned to normal. The pt was due to be discharged possibly on (b)6) 2013. On a previous occasion of admission to hospital, the pt was on insulin infusion, and had 0.0 levels of ketones. When the pt was allowed to administer his own novorapid, his blood glucose and his ketone levels rapidly rose. On each occasion, the pt developed hyperglycemia and ketones appeared refractory to repeated doses of subcutaneous novorapid. However, the pt had managed to avoid diabetic ketoacidosis (dka). The episodes seemed to occur like clockwork on a 4/5 weeks cycle. It was always on a monday or tuesday. The pt was very knowledgeable about his diabetes, and seemed to take all necessary steps, yet could not avoid ketosis. Ketosis usually started to develop between breakfast and lunchtime doses and progressed. He knew to increase his novorapid by 20% of his tdd (total daily dose) for hyperglycemia and ketones. His total daily dose was approx 100 units, yet on the past couple of occasions, he has had 80-90 units of novorapid over the course of 6 hours, in spite of which his ketones continued to rise. By this time he was usually hyperglycemic with ketones of 6-7 mmol/l and required admission. His glucose and ketones cleared rapidly with intravenous (IV) actrapid infusion (fast-acting insulin human). Initially, it was thought that pt was actually not giving insulin. On the past two occasions, the pt's mother gave the insulin, but the end result was the same. On his last admission insulin levels were appropriately high (152mu/l) indicating that the insulin was not biologically active. This had let to the suspicion that the insulin was denatured somehow. Glycosylated hemoglobin (hba1c) was 8.5% and had been stable for the past number of years. It was reported that usually the penfill were started 1-2 days previously. No changes in insulin dose had occurred. Levemir was gradually increased to obtain fasting blood glucose levels (bglss) in target range. Action taken to novorapid penfill, novopen 4 silver, novopen 4 blue and novofine 31g was not reported. Action taken to levemir penfill was reported as dose increased. Outcome of "frequent severe hyperglycemia" was reported as not yet recovered. The overall outcome of "needle bent" and "pt has been tampering with his insulin, insulin had been denatured somehow" was not reported.

Manufacturer narrative:
Suspect investigation results: novorapid penfill 3 ml, batch: bk70655; levemir penfill 3 ml, batch: at60492: the parameters identity, assay and degradation were examined. A ph analysis was also performed. The product was found to be normal and the results were found to comply with specs. Novofine 31g, batch: 11g19m: the batch documentation was reviewed. Furthermore, microscopic examination performed. Needles tested for air flow through the needle tubes. The needles tested for flow with measure threads. One of the 2 returned unsealed needles was found to be bent. The observed problem could not be related to any novo nordisk processes. During examination/test on 1 of the 2 returned unsealed needles, it has not been possible to detect any irregularities. The product was found to be normal. Concomitant investigational results: novopen 4, batch: yug0210: visual and functional examinations were performed. On receipt there was a tiny gap between piston rod of the device and the rubber piston in the cartridge. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. The device was tested with a random penfill cartridge and a novo nordisk needle mounted. The dose selected was delivered without observing any problems. All mechanical functions are normal. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. The result was within acceptable limits. During examination and test of the product it has not been possible to detect any irregularities. The product was found to be normal. Novopen 4, batch: yug0917: visual and functional examinations were performed. The device was tested with a random penfill cartridge and a novo nordisk needle mounted. The dose selected was delivered without observing any problems. All mechanical functions are normal. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. The result was within acceptable limits. During examination and test of the product, it has not been possible to detect any irregularities. The product was found to be normal. On (B)(4) 2013, novofine (31g) added as suspect product. Final comment from the MFR: (B)(4) 2013: two needles were returned to novo nordisk a/s for investigation, however, the needles were found to be working according to the specs. In addition, no info on pt handling of the device was available in the case and it is thus not possible to elucidate a singular root cause for the experienced adverse event or find cases similar to (B)(4) case. Reporter comment: the physician wishes novo nordisk to analyze the insulin cartridges which were taken from the pt, and possibly determine if the pt had been tampering with the insulin. A suggestion from the physician is that the pt had possibly heating his insulin to render it ineffective, or had somehow been replacing the insulin with water. (B)(4) the batch documentation was reviewed. Microscopic examination performed.